Event description:
It was reported that during the implant procedure, the lead dislodged and exhibited high capture thresholds. The physician elected to no longer use and replace the lead. The patient was in stable condition posts surgery.

Manufacturer narrative:
Final analysis found normal device characteristics.